Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. The patient has also experienced pain and a clunking noise. The devices were implanted in (B)(6) 2008.